Event description:
It was reported that the patient with this cardiac resynchronization therapy defibrillator (crt-d) was feeling stimulation. It was noted that during the implant procedure a left ventricular (lv) lead was cut and used to plug the lv port. The health care professional (hcp) decided that the resolution would be to implant an lv lead. This device remains in service. No additional adverse patient effects were reported.